Event description:
It was observed that during the device evaluation, the uretero-reno fiberscope had adhesive chipped from the bending section. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, cause was not established for adhesive chipped from the bending section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.